Event description:
The user received a questionable creatinine jaffe generation 2 result for one patient sample. The initial result from a sample processed by the modular preanalytic system (mpa) was 7.9 mg/dl with a data flag and was reported to physician. The physician requested patient be redrawn and the test repeated. The patient was redrawn within a couple of hours, and the creatinine result for that sample was 0.8 mg/dl. The user repeated testing on the original sample and the result was 0.8 mg/dl. A corrected result was reported to the physician. The patient was not adversely affected. The creatinine reagent lot number was 65635101 with an expiration date of 10/31/2013. The user declined a service visit to check the analyzer.

Manufacturer narrative:
The investigation was unable to determine a cause as no data could be provided by the customer. A pre-analytic problem was suspected as the only detectable difference between the initial and the repeat testing was the sample processing. Upon follow up, the customer stated that they have had no further issues. The erroneous result caused no adverse event.